Event description:
This report was received from (B)(6) and is a spontaneous report by a consumer with supplemental information by a nurse from (B)(6) of catheter came apart (coded as peritoneal dialysis complication) and peritonitis in a female patient ( coincident with dianeal pd4 ambuflex therapy. On (B)(6) 2010, the patient began treatment with dianeal pd4 ambuflex intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the patient stated that on an unreported date in 2011, the catheter came apart and she did not know that it was broken. On (B)(6) 2011, the patient experienced peritonitis that did not result in hospitalization. The cause of the peritonitis was the catheter came apart. Treatment was not reported. On an unreported date, the patient recovered from the peritonitis. The outcome of the catheter came apart was not reported. Dianeal pd4 ambuflex therapy was ongoing. The nurse stated that the peritonitis was unrelated to dianeal therapy. An opinion of causality was not provided for the catheter came apart. On (B)(6) 2011 product, surveillance received a call back from peritoneal dialysis nurse. She stated that this had nothing to do with baxter products causing the peritonitis. The patient catheter and transfer set disconnected and the patient reconnected without notifying the facility until a few days later. No further information was given at this time. On (B)(6) 2011 product surveillance contacted home patient in regards to the connection issue. Patient stated that she noticed her pajamas had become wet and saw that the transfer set had disconnected from the metal adapter and she reconnected. She stated that she had abdominal pain a few days later and found out she had peritonitis. No further information was given at this time.

Manufacturer narrative:
(B)(4). The sample was not available. Should additional information become available, a follow-up report will be submitted. The cause of the reported condition of peritonitis is unknown. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This complaint for connection issue is not confirmed and the cause was not identified because no sample was returned to baxter, and the lot number was not provided. A review of all batch record documents was performed on potential lot h11i07086 with no issues noted during the manufacturing process. A batch review was performed for potential lot h11c31030 and an exception was noted for molding defect associated with the connector component. There is no evidence to support association to the reported problem. The affected product was 100% inspected. This issue is being investigated through CAPA.